Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 343 mg/dl and 102 mg/dl. Customer took 2 units of novolog at the time of the readings, since she was eating lunch, based upon the reading of 102 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.